Manufacturer narrative:
(B) (4). (B) (4). Product evaluated and customer's experience of cracked tubing was confirmed. Pinch cuts in the vinyl tubing were identified approximately 10" from the male luer. The root cause of the cuts has been attributed to the supplier manufacturing process in which the tubing is processed by a tension pulley during packaging. Findings reveal that the tubing can become caught in the pulley causing damage to the tubing wall. The lot number was not identified, therefore, lot history record review could not be performed.

Event description:
Customer reported dialysis machine alarmed for air in the system. A crack was found in the tubing below the pump, just above the distal port. Reporter indicated air bubbles 1/2 to 1 cm long were observed below the last port going into the line that pulls blood from the patient and sends it into the machine. The user got the air out of the system, cleared the return filter and got the dialysis pump back on line. There was no patient harm, just a momentary lapse in dialysis treatment for the infant patient. Although requested, no further information was available.